Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The instrument fractured. The patient was reopened to ensure all pieces were removed. X-ray showed no pieces left in patient; the broken piece was later found on the floor. Surgery time was extended one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.